Event description:
During a pfa pulmonary vein isolation procedure, when inserting the advisor hd grid catheter for post mapping, blood was noted to leak from the hemostasis valve of the agilis 13f sheath. After removing the advisor hd grid catheter blood no longer was leaking. However, upon reinserting the advisor hd grid catheter the issue returned. No issues were noted during ablation. The sheath was replaced, and the procedure was completed without any adverse patient consequences. Concomitant device: advisor hd grid mapping catheter (model d avhd df16, lot unknown).

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 13f agilis steerable introducer sheath and dilator were received for evaluation. An event of a fluid leak was reported. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub, and the hemostasis seal was microscopically inspected. A tear was noted on seal slit. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damaged seal and subsequent leak remains unknown.